Manufacturer narrative:
Additional information was received that this complaint is no longer reportable due to the high-pressure leak test failures during pm does not affect ventilation as these leaks occur before to the flow sensor. The entire flow reported by the flow sensor makes it to the patient circuit. Leaks occurring after the flow sensor will be reported as part of the circuit leak during checkout.

Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement.